Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9597-20, serial/batch number (B)(6), was received for investigation. The device arrived separated from the ar-9676 batch 022338 for evaluation. The visual evaluation revealed heavy scratches and lines at the collar and at the distal end. Functional testing was conducted with the received mating parts ar-9676, batch 022338. It was noted that when attempting to insert the shaft into the ar-9597-20, resistance was encountered, which prevented a proper fit. Eco-41381 was implemented. The changes being implemented are due to a product improvement initiative to address complaints related to the ar-9676 drive shaft seizing/binding during use ncr-27796 was opened to address the issue of the parts binding/sticking together.

Event description:
On 10/23/2024, it was reported by an arthrex employee via sems-06693573 that an ar-9676 angled reamer, and an ar-9597-20 angled reamer sleeve cold welded together. This occurred during a case that was completed using new devices. This resulted in a 30-minute delay.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.